Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Moisture damage was found on the motor and force sensor. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, or verify pump error due to blank display. No moisture damage was found on the keypad assembly. The insulin pump was received with scratched case, pillowing keypad overlay, cracked retainer, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call had recurring pump error alarm. Blood glucose was unknown. The insulin pump was returned for analysis.